Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 407645 lead, implanted: (B)(6) 2007; a 694758 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that a competitive left ventricular (lv) epicardial lead pin appeared slightly backed out of the header of the device resulting in loss of capture and low impedance of less than 200 ohms. The physician unscrewed the setscrew and pushed the pin to the back of the header which resolved the issues. The device remains in use. No patient complications have been reported as a result of this event.